Manufacturer narrative:
Conclusions: device returned / analysis to be performed. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.

Event description:
Customer states that the pt was receiving antibiotics via a PICC line in the arm. The 1659 tegaderm chg dressing covered the insertion site and the catheter was secured with stat-lock. The nurse alleges that the pt developed "an enlarged insertion site and surrounding area that looked like white fungus." The customer also alleges maceration under the gel pad and redness at the insertion site. The pt began oral antibiotics and a telfa and gauze dressing were applied. The tegaderm chg dressing was in place for more than 24 hours before the symptoms developed. However, the symptoms did not occur with the first use of the tegaderm chg dressing. There were multiple dressing changes of the tegaderm chg dressing. As a result of the incident, the catheter was removed and the use of the tegaderm chg dressing was discontinued. The outcome of the skin reaction was reported as unchanged.